Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The device was returned due to paddle damage. The distal coupler and electrode 13 were displaced and the pellethane tubing was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing and displaced coupler and electrode is consistent with damage during use.

Event description:
During the paroxysmal atrial fibrillation ablation procedure, after a first map was made of the la, the catheter was removed from the transseptal sheath. When the catheter was removed, the splines were not linear anymore and there were exposed wires on the splines. The catheter was exchanged. There were no adverse patient consequences or delays to the procedure.